Event description:
Procedure type: inguinal hernia repair. According to the reporter: the dissecting balloons would not release from the cannulas after dissecting. This occurred with all 3 devices. After they did not release, the surgeon converted the procedure to open. There was no report of pieces falling into the cavity. Or time was delayed approx 30 minutes and there was no bleeding. No pt injury was reported. No other info was available at this time.

Manufacturer narrative:
Date initial report sent: 08/11/2008.